Event description:
It was reported that during a colon resection procedure, the device was dialed down and they did not hear the crunch, and there were staples missing. They removed the device and saw that there were staples missing and, then tried to fire it again, and there were staples missing from this firing as well. They opened another device and were able to complete with no patient consequences. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 12/01/2008. Information is unavailable, device was not returned for evaluation.